Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device therefore, the reported condition was confirmed. The assignable root cause was traced to normal wear. The IFU states the following regarding the reported issue that was observed by the user or customer: do not use excessive force, always maintain a firm grip on the surgical impactor and accessories to prevent damage due to dropping and do not strike the device with a mallet or any other instrument. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the kincise automated surgical impactor device handle was broken and could come off but was still attached forcefully. During in-house engineering evaluation, it was determined that the device operated unintendedly due to the rear housings separated from the mid-plate apart and the trigger was loose. The surgical impactor trigger screw had backed out which allowed the trigger body to move resulting in the rear housing separation. The device also failed pretests for visual assessment and final assessment. There was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.